Event description:
It was reported to philips that the system could not startup and showed a blue screen. No user or patient harm has been reported. The device was not in clinical use at the time of the reported event. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the data monitor displays a blue screen with an error message. Troubleshooting found that the issue with the host pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and identified cables are unplugged, and cmos battery is missing, lin-lan1-rb test failed due to defective motherboard. Following the replacement of the host pc, the blue screen error disappeared, but the issue with the boot-up still persisted. Upon troubleshooting found that the hard disk was faulty as the software could not be installed. Hence, the fse replaced the hard disk and reinstalled the software. The system was returned to use in good working order. The codes were updated based on the investigation outcome.